Event description:
Per the clinic, the patient experienced an infection with frequent drainage at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also experienced wound dehiscence at the implant site, resulting in extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.